Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of burning and pain at the pocket site were noted. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed of as per hospital policy.

Event description:
It was reported that the patient had an infection at the ipg site. The patients symptoms were burning and pain at the pocket site. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed as per hospital policy.

Manufacturer narrative:
Sc-1216, (sn (B)(6)). The returned ipg was analyzed, passed all tests performed and exhibited normal device characteristics.